Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a rotator cuff repair it was reported that the anchor implant broke approximately 40 min after starting the procedure. A backup device was available to complete the procedure following a 5 min delay in surgery. The patient was noted to be okay post-procedure. Additional information received on 23 oct 2015 indicated that the site was tapped. The backup device was used in a new site; it is unknown if the original site was left empty. There are no x-rays available.

Manufacturer narrative:
One 5.5 healicoil sa pk inserter was returned for evaluation. Anchor was not returned for examination. Visual assessment of the inserter showed no damage. Without the return of the anchor the reported complaint of anchor breakage cannot be confirmed. A review of the device history records was performed which confirmed no inconsistencies. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).